Manufacturer narrative:
Method - lens work order search. Results - visual inspection of the returned product found pieces of both haptics torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens and the lens flipped upside down. The lens was removed with no patient injury and a backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.